Event description:
The customer returned the evis exera iii duodenovideoscope for the annual service. There was no issue reported. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, during the maintenance found that the forceps elevator and objective lens adhesive had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: grip has a scratch; air/water cylinder has discoloration; suction cylinder has discoloration; switch box has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; light guide bundle has breakage; light guide lens has a crack; connecting tube has a crack; adhesive around objective lens is peeled; there is corrosion around l-arm (forceps elevator); and the universal cord has coating peeling and corrosion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling device in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.